Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture clips were used. The device could not be clipping. Another device was used to complete the case. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. The following information was requested, but unavailable: please provide lot number: currently, unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.